Event description:
The following info was provided by a consumer in the form of a letter. More info is being sought from the implanting surgeon. A consumer reported that they had cataract surgery in 2000 and that they are not pleased with the results. Consumer states that a large white, cloudlike mass keeps flying in their eye in front of their vision causing dizziness. Consumer reports that their vision is not clear describing it as similar to looking through a screen. If light gets in their eye consumer sees a series of horizontal and vertical lines. They also see a pinhead size dot in their vision that changes color. When consumer consulted their surgeon, he told them that the visual disturbances were caused by floaters and that consumer may also be seeing blood vessels.